Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
(B)(4). Actual product was returned and evaluated. Lock does not work due to the latch of the plate is broken.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2017 and the reservoir was connected to a drain. The reservoir stopped suctioning in the ward. The surgeon opined that the plate of the back side or the locking mechanism might have been broken. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed for the reported lot and the manufacturing criteria was met prior to the release of this lot.